Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no similar complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in the initial MDR provided the date of event as 9/18/2019, however, in follow-up the date was confirmed to be (B)(6) 2019. Therefore, date of event has been updated accordingly; additionally, it was clarified that the haptic was damaged and not broken off the lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). Lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed and replaced during the same procedure. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol), model zct100 was inserted into the eye, it would not unfold correctly and the haptic had broken off. The iol was removed and replaced with another lens during the same procedure. It was indicated that there was a three (3)minutes delay in the procedure. No additional information was provided.